Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and post implant, same day, the patient experienced limb ischemia, access site bleeding and subsequently expired. The patient presented with dizziness and general malaise. Electrocardiogram revealed st-segment elevation myocardial infarction which prompted emergent intervention. The impella cp device was implanted given the profound hypotension and started in auto. Further work up revealed a "large" ventricular septal defect. The team hypothesized that the condition was a takotsubo cardiomyopathy ventricular septal defect. The patient then began reporting foot pain/numbness. There was no distal signal on doppler. A perfusion catheter was successfully placed. Now bleeding at the access site was noted, and consequently, the sheath was repositioned, angle augmented, perclose sutures were retightened, and manual pressure was applied at the site. The patient would continue on support. However, two days later overnight, the patient went into cardiac arrest and expired. Care was withdrawn.